Manufacturer narrative:
As no further information concerning this report is expected, (B)(4) investigation is complete. This investigation will be updated should further information be provided.

Event description:
Information was received that this device was explanted and returned for analysis. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that at a scheduled follow-up appointment, a yellow error screen appeared on the programmer. The error was for low battery voltage. It was indicated that the patient underwent a computerized tomography scan the previous week. It was questioned why there was no red alert. Upon review of the device memory, it was noted the device was not sensing the elevated current drain. It was confirmed that the device was experiencing an unusual drop in the battery monitoring voltage, the cause of which is unknown at this time. It was recommended that the device be replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough device analysis was performed. Review of the memory log did verify that the device did set a low battery fault. Therefore, the clinical observation was confirmed.